Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08745 inches. The drive support disk was inspected and no anomaly was noted. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer's mother reported via phone call that they were emergency room due to high blood glucose on (B)(6) 2018 with blood glucose of 590 mg/dl. The customer's current blood glucose is 184 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with manual injection and insulin drip. Customer states no damage to the drive support cap. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. The drive support disk was inspected and no anomaly was noted. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.